Manufacturer narrative:
The device was discarded by the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Resistance with the guidewire can have several root causes. In this case, the product was not returned for evaluation so it is unknown whether there was a problem with the product or if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, in this introducer kit the guidewire did not slide through the needle. The puncture was performed without problems, the guidewire was being inserted when it was not possible to slide it through the needle. Therefore, the needle and the guidewire were removed and customer performed a new puncture with a new device. There was no allegation of patient injury. The device is not available for evaluation as it had been in contact with the patient's blood. Patient demographics requested but not provided.